Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport titanium isp 6cf int wsp att sl that are cleared in the us. The pro code and 510 k number for the powerport titanium isp 6cf int wsp att sl are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during post port placement, the sheath is allegedly difficult to break open. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport titanium isp 6cf int wsp att sl that are cleared in the us. The pro code and 510 k number for the powerport titanium isp 6cf int wsp att sl are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 6.5fr peel-apart sheath and vessel dilator were received for evaluation. Visual and functional evaluations were performed. The peel-apart sheath and vessel dilator were locked in place on the t-handle. The peel-apart sheath and vessel dilator were noted to be slightly bent. An attempt to remove the vessel dilator from the peel-apart sheath was performed and retracted without resistance. An attempt to load back the vessel dilator to the peel-apart sheath was performed and was successful. The vessel dilator was able to lock into place. An attempt to peel apart the peel-apart sheath was performed and was successful. The peel-apart sheath was able to be peeled apart without issue; no unusual resistance was felt. Therefore, the investigation is inconclusive for the reported sheath difficult to separate issue as the sample evaluation results indicating no difficulty under laboratory conditions may not be representative of the condition of the device during use.the definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during post port placement, the sheath is allegedly difficult to break open. There was no reported patient injury.